Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump passed functional testing including displacement test, rewind test and self-test. Pump communicated properly with test guardian link (3) transmitter. No bluetooth communication anomaly noted. Successfully downloaded history files and traces using thump software. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged no com pump to xmtr not confirmed. Environmental-exposed to magnetic field or MRI not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication issue between insulin pump and transmitter. The customer was also reported insulin pump was exposed to high magnetic field; however pump was functioning as desired. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was partially performed for loss of communication issue as the customer does not feel ok to troubleshoot. There was no confirmation whether the communication issue was resolved or not. Customer requested for replacement of insulin pump and transmitter due to multiple instances of loss of communication. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-7040a.